Manufacturer narrative:
The device is not available for evaluation. The customer cannot determine the pump's serial number for evaluation. The pump was not sequestered; therefore, no ID was provided in the reports and no error logs are available for investigation. Additionally, the customer was not able to confirm which battery was installed. Without the return of the pump, a probable cause could not be determined. A supplemental report will be submitted if and when new information become available.

Event description:
The device involved is a plum 360 infusion pump where the customer reported an unexpected shutdown and patient death. It was stated in the report that a critical patient was in circulatory shock requiring maximum doses of vasopressor (norepinephrine and epinephrine) drip to maintain blood pressure. The patient was likely ¿brain death¿. Upon arrival to the intensive care unit (ICU) from the emergency department (ed), the nursing staff noted that the epinephrine IV pump battery was dead and that it was not operating despite having been fully charged and staff could not bypass. The pump could not be turned on again and showed ¿replace battery¿ warning. The staff immediately ran to grab another pump to resume vasopressor administration and the patient was considered highly unstable. The medical doctor (md) already discussed do not resuscitate (dnr) with patient¿s family due to the patient¿s poor prognosis. The patient did become hypotensive which was resolved but was on comfort care and expired on (B)(6) 2023 which the family had decided on dnr. The customer further stated that there is no way to know for sure if the pump contained a central states battery (csb) since no asset ID or serial number was provided; however, so far they¿ve looked at 202 plum 360 pump¿s error logs, and zero pumps containing panasonic batteries have had recent battery issues. There is no electronic record of the patient incident. The nursing staff did not document the patient¿s name, medical record number (mrn), etc., so they are not able to look up the incidents in their system; therefore, they cannot determine the pump¿s serial number and find it to send it in for evaluation. The pump was not set aside, no ID was provided in the reports, so no error logs available and they were unable to confirm which battery was installed. There was patient involvement and adverse event of death was reported. A medwatch report # of mw5114972 was received.